Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a diagnostic procedure and the procedure had to be aborted. The procedure was later completed in a different room. The philips field service engineer (fse) inspected the system and confirmed the issue. Troubleshooting determined that the c-arm propeller movement had failed due to intermittent issues with the propeller brakes. Analysis of the system log files showing movement emergency stop activation, even after a cold restart, which would lead to geometry motorized movements to be unavailable. The fse replaced the propeller brake, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm of the allura system could not be moved. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the propeller rotation brake which returned the system to use in good working order.